Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a faulty system controller. The system controller was exchanged on (B)(6) 2022.

Manufacturer narrative:
Section a: there was no patient involved in this event. Manufacturer's investigation conclusion: the reported event of a faulty controller was confirmed via analysis of the downloaded log file; however, the reported event could not be reproduced during testing. The heartmate 3 system controller (serial number: (B)(6) was returned and evaluated at abbott. During the evaluation, a log file was downloaded. The downloaded log file from the returned controller (labeled: (B)(4) contained data spanning approximately 7 days (on (B)(6) 2022 per the timestamp). The fixed speed was set to 5200 rpm and the low-speed limit was set to 5000 rpm. The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power on (B)(6) 2022 from the first event in the log file (19oct2022 at 14:15:28 to 14:57:17) due to the rsoc voltage in the white power cable fluctuating and dropping below the minimum voltage threshold while connected to battery power. The alarms resolved on their own when the rsoc voltage in the white power cable was restored to the expected voltage threshold. Pump speed was not affected by the alarms. Additionally, the controller was connected to a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event was unable to be reproduced during testing. The controller underwent functional testing and passed all steps with the exception of an elevated resistance in the digital ground underlying wire in the white power cable; however, this did not affect the functionality of the controller during testing. The jacket of the power cable was dissected revealing that the underlying layers and wires were in unremarkable physical condition. The underlying conductors were not exposed; however, the digital ground wire is suspected to be fatigued as the resistance was elevated in the digital ground wire. Multiple attempts were made to obtain additional information about the reported event such as what type of alarms/faults were active, if the cause of the alarms/faults were identified, and if any troubleshooting was completed; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis; however, the elevated resistances observed on the digital ground wire could have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. (B)(6) was shipped to the customer on 09may2019. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.